Event description:
It was reported the hook on two roi-c inserters fractured off while installing the cages intra-operatively. The final cage was successfully installed using one of the broken inserters. The fractured pieces were recovered and there were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Inspection visual inspection revealed that the tips of both devices were fractured off. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2022-00048.